Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918.   The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed.   A bezoar is a known complication of a j-tube placement.   If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). It was reported on (B)(6) 2019, that the patient experienced a bezoar. The j tube was then disconnected, "shoved into the stomach", and will be discarded through the stool. J tube replaced on (B)(6) 2019.